Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated that she had fell down when she had a low glucose event. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.